Event description:
Per the clinic, the patient experienced pain at the implant site due to migration of the internal receiver/stimulator.. The patient underwent revision surgery on (B)(6) 2015 to reposition the device. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.